Event description:
Additional information was received from the patient. They reported that the cause of the por was unknown but that a person from the manufacturer helped them resolve the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received on (B)(6) 2025 from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient wanted to get education on general use of their handset and communicator. The requested information was reviewed with the patient. Once the patient was connected to their ins, they received a power on reset (por) message in the micro my therapy app. The por message indicated that the therapy was turned off. The meaning of the por message and potential causes were reviewed with the patient. The patient bypassed the por message and advanced to the therapy screen. The patient turned therapy on and confirmed they felt stimulation but it was too heavy, so they decreased the amplitude until the stimulation felt more comfortable. The ins battery level was 100%. The patent did not require further assistance.